Event description:
Fail code 500 occurred during patient use. No patient injury or medical intervention was reported to have occurred. The pump was reportedly infusing an unknown medication at 100ml/hr. Additional contact information was requested but no additional contact was identified. Although attempts were made by baxter customer service to obtain additional information from the reporting facility, details were not available regarding patient demographics, set up of the pump, or medication being infused.